Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cerebral infarction, bleeding from the driveline exit site, and renal dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no related further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists stroke, bleeding, neurological dysfunction, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to an outside facility on (B)(6) 2020 due to a fall. The patient fell out of bed while adjusting their continuous positive airway pressure (CPAP) device and reported to have hit the right side of their head. The patient did not experience loss of consciousness. The patient went to sleep and woke up on (B)(6) 2020 due to a headache. The patient presented to the emergency department (ed) where they had a head computed tomography (CT) scan that found a wedge-shaped area of encephalopathic changes within the frontal lobe. This was a new finding since the patient¿s previous exam. This was thought to represent infarction. Neurology was consulted and recommended an MRI and computed tomography angiography (cta) of the patient¿s head and neck due to the patient¿s chronic kidney disease (ckd) and a creatinine value of 1.5. Imaging was not performed due to the patient¿s ventricular assist device (vad). The patient was transferred to (B)(6) medical center (cmc) on (B)(6) 2020. Repeat head CT performed that day revealed no acute intracranial abnormality, but a chronic infarct was noted in the same region of the frontal lobes as was previously found. The patient had no focal deficits upon examination. Neurology suspected encephalomalacia possibly secondary to an old cerebrovascular accident (cva). During follow up neurology appointment on (B)(6) 2020, it was thought that a sub-acute stroke had been found. The exact date of infarct remained unknown. It was additionally reported on 21oct2021 that the patient had blood-tinged drainage from their driveline exit site (dles). Surgery was consulted for midline hernia that was noted adjacent to their dles, potentially attenuating the bleeding issues. It was additionally reported on 29oct2021 that the patient's coumadin had been held for a couple days after the fall which could have contributed to the infarct. Some of the patient's heart failure medications were also decreased, such as spironolactone, metolazone and sildenafil.